Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: groin pain; surgical interventions: on (B)(6) 2019 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: hip replacement surgery ( in an attempt to address groin pain). Nonsurgical treatments: the patient was treated with pain medication: celebrex for the treatment of: reduce inflammation . Treatment duration: on going. On (B)(6) 2021 the patient commenced incontinence medication: ditropan for the treatment of: urgency. On (B)(6) 2014 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor for greater control. The patient was treated with injections (not associated with surgical treatment). On (B)(6) 2014 the patient commenced incontinence medication: ovestin cream for the treatment of: reduce urgency.